Event description:
During procedure, the medtronic fusion blade broke causing no harm to the patient. The blade was replaced and the procedure was finished as planned. No pieces were left in the patient. Clinical engineering received the broken device and immediately noted the portion of the device that was broken. Pictures will be provided. Per reporter the device will be returned to the manufacturer for failure analysis.